Event description:
An aeon endostapler 2.0mm/45mm gray reload was used with an aeon endostapler handle in a laparoscopic appendectomy on (B)(6) 2022. During the second reload firing the surgeon felt resistance and squeezed harder. The stapler transected without firing staples, and the reload drivers were visible. Surgeon sewed the incision. No patient harm.

Manufacturer narrative:
After investigation, it was determined that the level one root cause for no staples fired was that the reload had been re-fired. The level two root cause was determined to be a combination of user error and product malfunction. Reloads are single-use devices that are not intended to be re-fired, as per the warning in the instructions for use 900299 section 1.4.9. However, a single-use lockout is present on all reloads to prevent re-firing of used reloads.